Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the mx40 device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. Where the technician found, the mx40 telemetry device had no audio, due to speaker wire is damaged/torn. Based on the results from the evaluation. It is determined, that the device failed to meet specifications, due to physical damage. The speaker was replaced.